Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method: the action of puncturing the device to create a new guidewire access port falls outside of any instructions included in the prostar IFU. (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire was not confirmed as a 0.036 inch proxy guide wire was successfully advance through the device without resistance. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported difficulty to insert the guide wire. The reported puncture appears to be related to use technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, after suture placement, it was not possible to re-insert the guide wire into the guidewire exit port. After several attempts with different wires (different in size and tip stiffness), a puncture needle was used and punctured the prostar xl -sheath distal of the wire exit port. The guide wire lumen could be accessed and a 0.035 inch guide wire was inserted and the prostar system was exchange for a normal sheath. The sheath was upsized to 20fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed prostar xl sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.